Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient was unable to set their ipg to MRI mode and also experienced ineffective therapy with their dbs system. Diagnostics indicated high impedances on the left dbs extension. As a result, surgical intervention took place on (B)(6) 2025 wherein the left dbs extension was explanted and replaced to address the issue.